Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and the touchscreen was delayed in responding. The pump was reset to clear the error 42. Customer declined further troubleshooting for the touchscreen issue. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 180 mg/dl.